Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint was verified. The ipg exhibited premature battery depletion. Battery depletion and sleep current rates of the device were exceeding the expected ranges. The patient¿s profile indicated that battery depletion rate change occurred right after the implant procedure. Troubleshooting to specific component level was impossible since both analog/digital integrated circuits were covered by epoxy resin. The source of the device damage was unknown.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced. The patient was reportedly doing well following the procedure. A bsn representative analyzed the ipg database and confirmed premature battery depletion.